Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the server was resending interface load messages for newly installed machines. A technical support specialist (tss) remote into the server and resend messages to devices as per the knowledge article (ka) ¿medes: resend pocket messages (load, unload, count, etc.)¿. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a review of inventory in cerner indicated that numerous load messages from newly installed machines may have been missed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, a review of inventory in cerner indicated that numerous load messages from newly installed machines may have been missed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.